Manufacturer narrative:
Explants were not available for investigation and information on the primary case was not provided. It was therefore not possible to investigate the explants or trace the relevant production lots. A few attempts have been made to obtain the relevant information. The current revision rates associated with the promis system is lower than reported for similar systems. In addition, occurrence of premia spine's pedicle screw breakage is lower than the average rate reported in the literature (the rate of pedicle screw fracture in the literature ranges up to 21%). If additional information becomes available, a follow up report will be submitted.

Event description:
The company was informed about a revision surgery of a promis system due to s1 pedicle screw breakage.